Event description:
It was reported that occlusion alarms occurred. The customer continued to use pump for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using lyumjev insulin and was using the trusteel infusion set for over 2 days, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.